Event description:
It is reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no damage on keypad traces, all buttons function properly. Insulin pump had a cracked battery tube threads and cracked reservoir tube. The keypad flex connector on liquid crystal display board was locked.